Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was placed twenty-three days prior. According to the complainant, sixteen days later, the device button locking adapter was noted to be cracked. It was also reported that the adapter was loose-fitting on the feeding tube locking tab. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.